Event description:
I was reported that the scope had a b30 scope communication error. The issue was found during set up for an unspecified procedure. No harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available